Event description:
Event description guidant received information that during a lead revision procedure due to inappropriate shocks and oversensing, the physician experienced difficulty retracting the p/s setscrew on this implantable cardioverter defibrillator (ICD). Upon visual inspection of the lead, the physician noted insulation damage. The device could not be reused due to setscrew damage and was replaced with a new guidant ICD and defibrillation lead. The device will be returned for analysis.